Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the echelon catheter was noted to be leaking during the case. During the chemo perfusion case in arteria ophthalmic cytostatic were delivering via echelon microcatheter. When the case was finished, it was realized that a leakage of fluid had occurred in the joint. It is unknown how much of cytostatic solution was delivered into target location. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed as per the IFU.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the echelon-10 micro catheter was returned. The echelon-10 micro catheter was decontaminated. The echelon-10 length was measured to be within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub, body or distal tip. The echelon-10 micro catheter was flushed, and water was noticed to be leaking from the inner strain relief. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be leaking from within the distal end of the hub nose. The echelon-10 was then flushed with colored water (blue dye). No leaks were detected from around the catheter shaft seated within the hub; however, upon microscopic inspection, the catheter surface at the hub nose shows evidence of skive damage. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter leak¿ was confirmed. The echelon-10 catheter surface shows evidence of skive damage. This is likely to create holes through the catheter shaft and inner liner subsequently causing the catheter to leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event details: the leak was recognized under the plastic proximal connection where connected to infusion. The leak was noted on the proximal section of the catheter that was not within the patient anatomy. The cytostatic named was melphalan applied locally by arteria ophthalmic in a child patient with retinoblastomem. Similar cases done with same catheters before without any issues realized. The solution was 5 mg melphalanu in 20 ml fysio solution applied by 1 ml per minute locally via mc. The leak was realized by the end of procedure, meaning approx. In 15 minutes. The leak was noted prior to use. As of now, no patient injury occurred. However, it is unknown how much of the medication reached the intended location.